Event description:
It was reported via social media that an infection occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unknown timepoint, the patient developed an infection around their closure device. The device was explanted and the patient required a 9 month treatment with antibiotics. A second closure device was implanted successfully with no patient complications reported to have occurred.

Manufacturer narrative:
The event date was not reported. The event date was estimated as 2 years and 9 months prior to the aware date.